Manufacturer narrative:
Additional manufacturer narrative: the customer reported that the cns (central monitoring system) intermittently shuts off on its own. No one has actually seen it turn off but they have left for the night, returned and found it shut off. Customer reports that this has happened 5 times in the past two weeks. No patients have been on the cns when it shuts off. The nurse called back on (B)(6) 2015 to order a new hard drive. Nihon kohden attempted to contact the customer and left a voice message asking if the hard drive fixed the issue. The nurse did not return the phone call. No additional information is available concerning this report. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the cns (central monitoring system) intermittently shuts off on its own. No one has actually seen it turn off but they have left for the night, returned and found it shut off. Customer reports that this has happened 5 times in the past two weeks. No patients have been on the cns when it shuts off. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) intermittently shuts off on its own. No one has actually seen it turn off but they have left for the night, returned and found it shut off. Customer reports that this has happened 5 times in the past two weeks. No patients have been on the cns when it shuts off.